Event description:
Pump reported to be set at 11 ml/hr with a 500 ml bag of heparin. Approx 1 1/2 hrs later, approx 50 mls remained in the bag. The pt's blood level was taken. Ptt value was >200. The pt was monitored for 2 to 4 hrs. After that time, therapy was continued with a new pump. No pt injury.